Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the system's hard drive and cd rom. System was safety tested to factory's specifications. (B)(4).

Event description:
Customer reported an issue with the panorama central station with telemetry, which may have affected telemetry monitoring. No patient injury was reported.